Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent loss of capture, low impedance and oversensing were observed on the right atrial (ra) lead due lead degradation. It was also reported that intermittent loss of capture, high and undefined impedance as well as oversensing were observed on the right ventricular (rv) lead due to lead degradation. The ra and rv leads were reprogrammed, and the leads will be capped and replaced. No patient complications have been reported as a result of this event.